Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Concomitant medical products: 1888 lead implanted: (B)(6) 2012; 1888 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to pocket erosion and a possible infection. A temporary pacing lead was implanted and the crt-d system will be replaced at a later date. No further patient complications have been reported as a result of this event.